Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, secretion was observed at the driveline exit site. Cultures were positive for staphylococcus aureus. Antibiotic therapy was started. The infection reportedly resolved by (B)(6) 2017 and antibiotic therapy was stopped. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline site infection could not conclusively be determined through this evaluation. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.